Manufacturer narrative:
Product evaluation: failure analysis for fiber (B)(4): the glass cap shows a circumferential fracture on the distal side of fiber/cap fusion zone at the bevel edge; the fiber proximal to fracture can rotate independently of metal cap; the glass cap exhibits severe devitrification at output window; the metal cap exhibits severe charred detritus adhesion on surface; the outer flow tubing open end exhibits minor scratch marks. Based on device analysis, the potential for forward firing may exist. Probable root cause: based on the device analysis, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber. Based on device analysis, the potential for forward firing may exist.

Event description:
The tip of the fiber was cleaned during the procedure.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a procedure, with 74439 joules used and 10 minutes expended, it was noted that the fiber was burnt. The case was completed using an alternative procedure (turp). No harm to the patient was reported.